Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer's blood glucose value was 187 mg/dl. The customer had issue with sensor. Sensor glucose value from reported event was 127 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer reported difference was occurred with a previous sensor. The customer declined troubleshoot for low blood glucose value. The device will not be returned for analysis.